Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, in the 2010 study by omlor et al., "a stature-specific concept for uncemented, primary total hip arthroplasty" a total of 11 revision surgeries were reported across 190 hips; however, only three of these revisions were directly related to the profemur e modular femoral stem and its modular neck. This case involved a fracture of the modular neck, specifically a short 8° varus neck, which failed due to a stress induced fatigue fracture originating at a laser mark near the taper junction. This laser mark acted as a stress concentrator, ultimately causing neck breakage. The failure also led to polyethylene liner damage, and therefore both the cup and the neck were revised during surgery. Cups are not mpo products.